Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following trauma to the device high thresholds and far field r-wave (ffrw) oversensing were noted on electrograms (egm) on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was reprogrammed.